Event description:
It was reported by the customer that a pyxis medstation es system was stuck on the operating system update window during an open-heart surgery. The customer confirmed that pharmacy was able to provide the required medication without delays to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that after operating system updates were installed the device rebooted the issue was resolved. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-dec-2021 to 26-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck, and the window was updated. The technical support specialist found that the station did not power off and then it came online. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system was stuck on the operating system update window during an 0pen-heart surgery. The customer confirmed that pharmacy was able to provide the required medication without delays to patient care. There were no adverse events or injuries reported based on this event.